Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture diagnosed by ultrasound and mammography. The device remains implanted.

Manufacturer narrative:
Visual analysis of the photographs identified: device patch with lot number 2534060 and catalog number trm- 255g. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Edema: unable to observe as it is a medical event that is not related to the device. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Patient reported left side rupture diagnosed by ultrasound and mammography.¿the device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b5, b6, h6.

Event description:
Healthcare professional reported signs of left side capsular contracture baker grade iii.